Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure, the stent prematurely deployed. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample a premature stent deployment could not be confirmed. Upon investigation the system was found in actively used condition but without damage/ deformation; the stent had been released and was not part of the sample return so that a re construction of the alleged premature deployment was impossible. An indication for a process related issue could not be identified.based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks; the IFU states: 'visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed.', and 'prior to use flush the guidewire lumen of the stent system with heparinized normal saline until saline exits the tip of the system.' The IFU further states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' And 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.'

Event description:
It was reported that during a stent placement procedure, the stent prematurely deployed. Another device was used to complete the procedure. There was no reported patient injury.